Event description:
It was reported that the patient "feeling jumping and small shocks in device area." Caller said it happened multiple times. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.